Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros phyt proficiency sample result was obtained. A definitive root cause for the event could not be determined. However, user error related to the use of expired reagent and dilution of a sample whose expected results are within the analyzer range, or an instrument realed issue cannot be ruled out as contributing to the event.

Event description:
The customer obtained a non-reproducible, higher than expected vitros phyt result (71.3 mol/l vs. Expected result of 20.45 mol/l) from a single proficiency sample processed on the vitros 250 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. There was no report of affected patient samples. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).